Event description:
It was reported that there was a ventricular lead warning due to a unipolar impedance of 310 ohms and a bipolar impedance of 199 ohms. It was also reported that insulation degradation is suspected. Reprogramming was completed and the lead remains in use. The lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).